Manufacturer narrative:
The getinge field service engineer (fse) evaluated the unit and seated the helium bottle twice on seal and reported bottle sealed fine. The fse performed a full functional verification, device checks ok. The unit is cleared for clinical service. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump had a helium leak. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.